Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a bent cannula which caused her blood glucose levels to rise over 600 mg/dl. The customer treated with manual insulin injections. The customer completed an infusion set change and was able to resolve the issue and advised to monitor their blood glucose levels. The product was not returned for analysis.